Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that the collimator was not aligned causing a grid pattern artifact. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
The detailed investigation showed that the reported error occurred due to a hardware defect. The copra/ceb board of the real time computer (rtc) that was returned and examined at the factory was defective. This caused images artifacts at the concerned site, which resulted in physician's decision to continue with the examination on an alternate system. Following board replacement, the system was brought back to specifications. The spare parts consumption of the mentioned component was checked. A possible general fault, which would require corrective measures of the installed base, could not be determined by the investigation.